Manufacturer narrative:
UDI (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a tympanoplasty surgical procedure, it was observed that the motor device was overheating and was leaving a black mark on the center of the burr shafts. It was reported that there was no delay in the procedure due to the event. It was reported that no spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. There was no allegation of a malfunction against the burr devices. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.